Manufacturer narrative:
(B)(4). Batch # p92d62. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed the second device to going on. The white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed the third one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Device analysis: the device was returned with the blade scratched and cracked. In addition also it was received with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about.